Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in calcified anatomy, the valve dislodged in an attempt to mitigate the moderate-severe paravalvular leak (pvl) with balloon aortic valvuloplasty (bav) and was left implanted above the sinotubular junction. Subsequently, a new valve was successfully implanted valve-in-valve with mild pvl and no coronary perfusion issues. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.